Event description:
It was reported that a pericardial effusion was experienced. The patient underwent an ablation procedure for pulmonary vein ablation (pvi) in the left atrium with an intellanav mifi open-irrigated (oi) ablation catheter. It was the third pvi procedure, therefore his septum was very solid and scarred. The physician had problems with the transseptal puncture and had to try it several times until he succeeded. He then mapped the atrium with an orion mapping catheter and did a distinctive substrate modulation with the intellanav mifi oi. The procedure was completed. When he decided to end the case, the blood pressure of the patient dropped and the physician confirmed a pericardial effusion with echocardiography (ice). After a successful pericardiocentesis, the blood pressure was sufficient and stable again. The physician was convinced that the transseptal puncture caused the pericardial effusion and the catheters were not involved at all. The physician had problems with the transeptal puncture and finally needed much pressure to go through the septum. By doing so he had the impression that he pushed too hard and the needle reached the myocardium in the left atrium. As the blood pressure was still good at the time of transseptal puncture, and even afterwards, he decided that ultrasound was not necessary to check for pericardial effusion.